Event description:
Information received indicated the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found fluid inside the latch mechanism. He cleaned the latch mechanism to resolve the issue.